Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found the primary finding of cannot verify external event to be related to the customer reported complaint. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.